Event description:
It was reported that the catheter fell out soon after the operation. It was later reported per email received from the investigator on 25-june-19, there was a hole found on the drainage lumen close to the bifurcation area.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. The sample was returned opened (without original packaging), used silicone foley catheter with tamper evident seal, sample port connector and cut inlet tube. Visual inspection noted a hole in the shaft. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution, with no cuffing noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and no leaks noted but there is a hole on the drainage lumen. This product is out of specification it is stated that the "shaft shall be free of kinks, cuts, tears and irregular surfaces". The measured french size of the catheter was 14 fr. Active length of the catheter balloon was measured (0.7190") and found to be within specification (0.6" to 0.9"). The measured size of the hole was (0.0360") over the drainage lumen, which was (0.5355") from the bifurcation. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "inappropriate material handling". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out soon after the operation. It was later reported per email received from the investigator on 25-june-19, there was a hole found on the drainage lumen close to the bifurcation area.